Event description:
It was reported that during the surgery, the anchoring plate became stuck between the cage holder and the impactor when it was halfway in the vertebra. The surgeon deliberately cut the impactor with wire cutters trying to unjam the devices. The surgeon left the cage in place without anchor plates. Per the surgeon, there was no impact on the patient. The surgeon did not use the awl to prepare the entry point for the plates. The patient has sclerotic bone. This is report 1 of 3 for this event.

Manufacturer narrative:
Added information to h6: component codes, type of investigation, investigation findings, investigation conclusions: this follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned avenue l cage holder (pn ir90019r) for the failure of instrument jammed with implant and supporting instrument during insertion. Visual inspection revealed the anchoring plate (ir6002t) is jammed in the cage holder (ir90019r). Medical records were not provided for review. Potential cause the cause of the damage cannot be determined at this time since there is no information available regarding how the insertion was being performed at the time of damage. However, the complaint description states that the patient has sclerotic bone which could have contributed to this event. DHR review and related actions: per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Corrected information in d4: lot number and UDI number. Added information to d4: serial number, d8. This follow-up report is being submitted to relay additional information and initially corrected information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the surgery, the anchoring plate became stuck between the cage holder and the impactor when it was halfway in the vertebra. The surgeon deliberately cut the impactor with wire cutters trying to unjam the devices. The surgeon left the cage in place without anchor plates. Per the surgeon, there was no impact on the patient. The surgeon did not use the awl to prepare the entry point for the plates. The patient has sclerotic bone. This is report 1 of 3 for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2021-00012 to 3004788213-2021-00014.

Event description:
It was reported that during the surgery, the anchoring plate became stuck between the cage holder and the impactor when it was halfway in the vertebra. The surgeon deliberately cut the impactor with wire cutters trying to unjam the devices. The surgeon left the cage in place without anchor plates. Per the surgeon, there was no impact on the patient. The surgeon did not use the awl to prepare the entry point for the plates. The patient has sclerotic bone. This is report 1 of 3 for this event.